Event description:
Radiologist performing the ultrasound core biopsy went to fire the marquee needle, and the needle did not properly fire. Dr. Was unable to obtained adequate samples and had to use a new needle to obtain samples to send to pathology. Dr. Got a second needle from the same lot number and had the same problem. Dr. Got a third needle from a different lot and that one work properly and she was able to obtain samples to send to pathology.